Event description:
It was reported that there the system was removed due to an infection on (B)(6) 2009. It was stated that the patient developed an infection unrelated to the device during her hospital stay, which required removal of the device. The patient¿s hospital stay was extended due to the infection. The patient wanted the device to be replaced when she was able to undergo surgery. The event reportedly resolved on (B)(6) 2013. It was noted that the patient was implanted after the (B)(6) 2009 study termination date.

Manufacturer narrative:
Product ID: 4351, serial# unknown, product type: lead. Product ID: 4351, serial# unknown, product type: lead. (B)(4).